Manufacturer narrative:
Only archival samples were tested. Defect was not confirmed. Samples from customer are not available.

Event description:
User reports pain, incomplete absorption of insulin doses as insulin leaks from injection site.